Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The patient was hospitalized for the event. On an unreported date, the patient was started on antibiotics. The cause was not reported. At the time of this report, the patient remained hospitalized and the patient outcome was not reported. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, h1 and h6. B5: upon follow-up, it was reported that the patient remained hospitalized due to other health issues and subsequently patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was unknown if the patient recovered or if pd therapy was ongoing prior to or at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that approximately two months after the first onset of cloudy fluid, the patient experienced re-occurring cloudy fluid due to an infection in the pd catheter. The patient was treated with unspecified antibiotics for cloudy fluid and was admitted back into the hospital for two weeks due to low blood pressure and cloudy fluid. It was reported that the patient missed pd therapy during the admission process to the hospital. The pd unit was aware and therefore "advised to setup dehydration". It was also reported that the renal team were unable to remove the catheter due to the patient's age, poor health and the patient was feeling "unwell". Should additional relevant information become available, a supplemental report will be submitted.